Event description:
It was reported that the patient programmer display showed a call your doctor icon and oor condition. It was noted that the reporter was not able to adjust stimulation. It was noted that it was unknown when this first happened. It was noted that the patient had not been reprogrammed in a long time. It was noted that the recharge interval had increased. Additional information received reported that the symbol occurred after the patient was white water rafting and an oar hit the device hard after a big wave. It was noted that an appointment to troubleshoot was in the process of being scheduled.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative saw the patient. It was noted that the reporter believed that the manufacturer representative said that the patient had high impedances on all electrodes but was getting good stimulation coverage, just getting the oor symbol every once in a while. It was noted that the reporter believed that the patient was going to wait to have the device replaced due to personal issues. Additional information received reported that the patient would further assess with their health care provider and nothing was scheduled as of yet. Additional information received reported that the display showed call your doctor icon. It was noted that there was an oor condition. It was further noted that the oor occurred in june and had only happened one time. It was noted that the patient was hit in the back with an oar on (B)(6) 2013. It was noted that there was low out of range impedance value. It was noted that a group measurement was performed and found b1 was less than <(><<)>50 ohms and b2 175 ohms. It was noted that 2 and 3 were less than 50 ohms. It was noted that all electrodes 2 through 7 are active and all electrodes 8 through 15 are active. It was noted that the placement was supraorbital.